Manufacturer narrative:
Pt info not available at time of this report. Per medtronic rep they found that when the dot was in the top left the image was correct, but when it is top right it is flipped. The site therefore used it in the top left position for the case. No impact on pt outcome reported.

Event description:
A medtronic rep reported, the sonosite ultrasound calibration was flipped. While doing video recording, the ultrasound is moving in the opposite direction of the CT image. The medtronic rep verified that when she calibrated, the green dot was on the top left or top right of the view plane on the video phase. The surgery was completed with the use of the stealthstation treon. There was no impact on the pt outcome.